Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, update the device expiration and manufacture date. The customer did not return the balloons used in the procedure; however, one opened unused and six sealed new balloons were returned. All were returned for evaluation due to user ¿s complaint of ¿balloons broke, or too loose¿. The reported complaint was not confirmed. A visual and microscopic inspection was performed on the returned device and found no abnormalities on their appearances. There were no holes, or damage on each pouch. To check for leakage, the balloons were inserted on the distal end of the test ultrasonic endoscope bf-uc180f. The balloon openings fitted tightly and properly into the grooves, no looseness could be felt. The test water syringe was injected, and observed that there was no water leaking out from the balloons during inflation. The cause of the reported complaint could not be conclusively determined, since the balloons passed the inspection, no breakage or looseness was observed. The maj-1351 instruction manual warns users that ¿because the balloon can easily tear, contact with a sharp object or excessive force applied during installation can cause damage to the balloon.¿

Manufacturer narrative:
The balloon was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined. The instruction manual for the bf-uc180f scope that is used with this balloon has cautions for preventing loose or damaged balloons; including ¿never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. To maintain balloon integrity during storage before use, to minimize deterioration, always keep the package sealed. Prior to balloon use, inspect the balloon and confirm that it has no holes, swelling, color changes, or any other irregularities. If any irregularity is detected, do not use the balloon; use a spare instead, inspecting it thoroughly before use.¿

Event description:
Olympus was informed that during an unspecified procedure, the balloon raptured and fell into the patient. It was reported that the balloon fragments were retrieved. It is unknown if the intended procedure was completed. There was no patient injury reported.